Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced the high blood glucose level. The customer¿s blood glucose level was 400 mg/dl. The customer also mentioned that the infusion sets are leaking all the time. The customer declined troubleshooting for high blood glucose level. The insulin pump will be not returned for the analysis.